Manufacturer narrative:
(B)(4). Concomitant medical products: bioloxâ® delta, ceramic femoral head, pn 00877502802, ln 2926433 modular neck g 12/14 neck taper use with +0 heads only, pn 00784802300, ln 63367840. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experiences a dislocation less than one month after revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products : g7 acetabular shell catalog#: 110010242 lot#: 6250491 unknown femoral stem catalog#: ni lot#: ni. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.